Event description:
It was reported by the patient that there was a red call doctor icon for this implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that the device exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that there was a red call doctor icon for this implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that the device exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the pacing impedance has been jumpy over the past year. Ts provided a potential cause and advised to continue monitoring the patient. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported by the patient that there was a red call doctor icon for this implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that the device exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that there was a red call doctor icon for this implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that the device exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The device remains in use. No adverse patient effects were reported.